Event description:
The customer reported that she has been experiencing low blood glucose levels. The customer stated that she wore the insulin pump during an MRI scan. Troubleshooting was performed and the insulin pump failed the displacement test. The customer was advised to always remove the insulin pump prior to having any procedures done. The customer was advised to revert to a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.